Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) was 200-300 mg/dl with a trace of ketones and correction boluses were delivered to address the bg level. The customer had changed the infusion set and cartridges multiple times. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.